Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield did not function properly. The surgeon used another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
12/5/1997-supplemental report #1 submitted to FDA.